Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During shoulder surgery utilizing a footprint ultra pk suture anchor, 4.5, it was reported that the screw broke. The physician inserted the screw at the correct angle. No pieces broke inside the patient and a back-up device was available. It is unknown if the initial prepped site was used or left empty. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one insertion device and a portion of the broken anchor were returned for evaluation. The anchor is broken at the suture eyelet and distal end. The anchor is also cracked on one side. The inner shaft of the insertion device is slightly bent. These observations are consistent with off axis insertion. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established.(B)(4).